Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including two percutaneous leads on (B)(6) 2010. It was reported that she suffered a fall; after which, her stimulation stopped functioning. Efforts to recapture effective therapy via reprogramming yielded limited success. X-rays of the pt's scs system revealed that one of her leads had migrated. Surgical intervention will be undertaken at a later date to address this issue.